Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Hardware low level failures. Confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump had failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer was alleging insulin pump for over delivering because insulin pump delivered too much insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.